Manufacturer narrative:
Event date is (B)(6) 2021. Upon inspection and testing, it was observed that the forceps cover glue was peeling and missing pieces. The elevator mechanism cover also had missing glue. There was a leak from elevator channel. In addition, it was observed that there was a chip on the pink probe not exposing glue underneath, minor peeling of glue on the edges of the pink probe, and distal end rubber cover had glue peeling. At the control body there was loose guide pipe joint unit and t-nut is broken, olympus nameplate is missing, and moisture and corrosion was found on the angulation chain. Angulation is out of olympus standards. Control knob had scratches not exposing metal as well as minor play. Light guide tube had buckle that expands during leak test. Switch/camera switches sw1 to sw4 were not working, thereby confirming the user complaint. The customer uses the medivator pass-thru to reprocess this model scope evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use the device switch number four was not working and pictures could not be taken. There is no patient involvement and no harm reported to any patient. The device was returned for repair. At the time of inspection, it was observed that the forceps cover glue was peeling and missing pieces. This medwatch is being submitted for the reportable issue of the peeling forceps cover glue.

Manufacturer narrative:
There is more information on the device evaluation. Additional information received from customer. This supplemental report is being submitted to provide this information. Please see the updates in sections. The information on concomitant devices used in this event is not available. The device was not dropped, nor came in contact with a hard surface or sharp corner. There were no error messages, alarms or alert tones associated with this event. The intended procedure was completed without any delay. Another device of unknown model and serial number was used in the set up for the intended unknown procedure. The device history record review confirmed that device has no manufacturing abnormalities, special hires, or variations. The device was repaired on mar 30, 2020. The forceps cover glue peeling issue likely happened during cleaning etc., when an external force such as rubbing the relevant part with force caused the adhesive to peel off and a gap was created. The instructions for use includes the following statements: important information ¿ please read before use warnings and cautions (p.7) warning: do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending it could also cause parts of the endoscope to fall off inside the patient. It could also cause parts of the endoscope to fall off inside the patient.